Event description:
Medtronic received information that prior to implant of this 25mm mitral bioprosthetic valve, it was reported that the cinch sutures for fixating the rotationally contracted flap angles were broken. It was replaced with a valve of the same exact size and model. It was stated that upon the packaging being opened, it was noted that the suture was floating in the glutaraldehyde and after unpacking and inspecting the device, the physician did not want to implant it. It was reported that the issue was observed upon opening the package and that the subsequent rotation operation was to confirm whether the valve angle of the valve "could shrink, and it was found that it could not shrink normally." No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report medtronic will submit a supplemental report if additional relevant information becomes known.